Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed. G2 foreign country: canada e1 telephone number: (B)(6).

Event description:
It was reported that, outside of surgery on (B)(6) 2023, roller is tearing the skin. No patient involvement and no impact to patient and/ or user. Due diligence information in process.